Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. After replacing the faulty momentary valve the device passed all functional tests. The manufacturing DHR is not relevant to the investigation due to the age of the device.

Event description:
It was reported that the manual/auto switch does not stay locked when it's being used, on a smiths medical ventilator. No patient involvement.